Event description:
Patient called, has hx of tidm, 5 months pregnant, blood sugars in 300's, does not know how to adjust pump to lower blood sugars. Reports being managed by internal medicine and no endocrinologist involved with pump therapy.